Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor. The insulin pump passed idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, displacement test. We were unable to perform occlusion test and no delivery test due to prime anomaly. The bolus wizard functioning properly per bolus wizard. No estimate details alarm anomaly noted. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 408 mg/dl. The customer was treated for the high blood glucose with manual injections. The customer stated that the insulin pump is giving inaccurate information on the screen of the device. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.